Event description:
Customer reported the insulin pump had three little scratches on the screen. Customer was unsure how the damage occurred but stated she may have hit the device on a bathroom cabinet. Customer's bloods glucose was unknown. Customer was not seriously injured or hospitalized. Customer stated she could read the device. Customer was advised to monitor the device. Customer also mentioned she recently was experiencing high and low blood glucose and was concerned if it had to do with the infusion set. Customer stated she started with a low because she was not up at normal time and did not eat her normal breakfast. Customer treated for low, went to exercise and her blood glucose was in the 500 mg/dl range. Customer was not hospitalized nor had a serious injury. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.